Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: embolic minoca from mechanical aortic valve thrombosis: a potential role of prosthesis¿patient mismatch b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "embolic minoca from mechanical aortic valve thrombosis: a potential role of prosthesis¿patient mismatch", was reviewed. The article presented a case study of a 64-year-old female patient with a history of rheumatic heart disease. On an unknown date the patient underwent double mechanical valve replacement valve replacement with a 29mm mitral ats valve and 17mm st jude aortic valve. Approximately 17 years later the patient presented with acute chest pain. Cardiac auscultation revealed a diminished aortic prosthetic click. Electrocardiography showed a 2mm st-segment elevation and t-wave inversion in septal and apical leads. The patient was administered a loading dose of aspirin and prasugrel, along with therapeutic enoxaparin. Transthoracic echocardiography (tte) showed the aortic prosthesis with mildly restricted leaflet motion and elevated transprosthetic gradients. Transesophageal echocardiography (tee) confirmed restricted leaflet mobility. Cardiac magnetic resonance imaging (cmr) demonstrated a small focal transmural infarction confined to the left ventricular apex. Coronary computed tomography following nitroglycerine and beta blockers demonstrated a thrombus attached to the aortic prosthesis. The patient was managed with therapeutic anticoagulation and underwent redo aortic valve replacement on an unknown date. At 1-month follow-up the patient was asymptomatic with normal prosthetic valve function. [The primary and corresponding author was selma saidi, cardiac catheterization laboratory, (B)(6) hospital, rabat, 10045, morocco, with corresponding e-mail: (B)(6).]